Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4/5 segmental disc herniation, spinal stenosis and underwent lumbar decompression and bone graft fusion. During the surgery, the screw slipped during the screw insertion process. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual, macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.